Event description:
User states they are getting falsely low calcium results on patient specimens in aliquot cups that are much higher when repeated in the primary tube. Only the following two examples were provided. Sample 1 from a male patient; initial result was 5.2 mg per dl from the aliquot cup and 9.4 mg per dl when repeated using the primary tube. Sample 2 from a male patient: initial result was 3.7 mg per dl, repeat result when using the primary tube was 8.7 mg per dl. In 2009, the aliquot sample was repeated and resulted 9.5 and 9.2 mg per dl. The primary tube was also repeated and resulted 9.4 mg per dl. The initial results were not released because they were low enough to be caught by the lis and not auto verified.

Manufacturer narrative:
The field service representative determined the cause to be dirty filters on the reagent syringe assemblies. He cleaned the filters and had the user run a precision which met the lab's specifications.